Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (battery problem) has been confirmed. The battery failed 3 battery conditioning tests, and would not communicate or charge. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient's spouse contacted zoll customer support to report that his charger displays a message saying there was a battery problem. A download revealed battery charger faults, battery pack faults, and battery smb faults. The patient was issued a replacement battery pack.